Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 26-year-old female patient who had essure (ess205) (batch no. 508014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included uterine bleeding, renal cyst nos, kidney stones and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 3 months 3 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal cramping/ abdominal pain"), the first episode of dyspareunia ("dyspareunia"), cystitis (" infection(bladder/ urinary tract/vaginal)"), urinary tract infection (" infection(bladder/ urinary tract/vaginal)"), vaginal infection ("infection(bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions"), nausea ("nausea"), the second episode of dyspareunia ("dyspareunia( painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 hysterectomy (partial), salpingectomy (bilateral removal), d&c). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, intra-abdominal haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, rash, migraine, headache, nausea, dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: four coils were left outside of the ostia in the right tube and then five coils were left in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure coils in place; total bilateral occlusion. Concerning the injuries reported in this case, the following once were confirmed in patients medical record: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 26-year-old female patient who had essure (ess205) (batch no. 508014) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included uterine bleeding, cyst of kidney, kidney stones and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 3 months 3 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal cramping/ abdominal pain"), the first episode of dyspareunia ("dyspareunia"), cystitis (" infection(bladder/ urinary tract/vaginal)"), urinary tract infection (" infection(bladder/ urinary tract/vaginal)"), vaginal infection ("infection(bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions"), nausea ("nausea"), the second episode of dyspareunia ("dyspareunia( painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and back pain ("back pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery on (B)(6) 2016hysterectomy (partial), salpingectomy (bilateral removal), d&c). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, intra-abdominal haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, rash, migraine, headache, nausea, dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, intra-abdominal haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: four coils were left outside of the ostia in the right tube and then five coils were left in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure coils in place; total bilateral occlusion.. Concerning the injuries reported in this case, the following once were confirmed in patients medical record: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet and medical record received. Event added: abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), infection (bladder/ urinary tract/vaginal), rashes or skin conditions, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, gastrointestinal or digestive system condition, hair loss, back pain. Event outcome was added for the event: back pain, abdominal pain, pelvic pain. Lot no. Was added. Concomitant drug and condition was added. Reporter information was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 26-year-old female patient who had essure (ess205) (batch no. 508014) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included uterine bleeding, renal cyst nos, kidney stones and paratubal cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 3 months 3 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal cramping/ abdominal pain"), the first episode of dyspareunia ("dyspareunia"), cystitis (" infection(bladder/ urinary tract/vaginal)"), urinary tract infection (" infection(bladder/ urinary tract/vaginal)"), vaginal infection ("infection(bladder/ urinary tract/vaginal)"), rash ("rashes or skin conditions"), nausea ("nausea"), the second episode of dyspareunia ("dyspareunia( painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/tired all the time"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), back pain ("back pain"), asthenia ("no energy"), somnolence ("always sleepy"), pain in extremity ("leg pain"), fallopian tube cyst ("I had cysts on both fallopian tubes") and menstruation delayed ("it's been 6 days and no period") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 hysterectomy (partial), salpingectomy (bilateral removal), d&c). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the pregnancy with contraceptive device, abortion spontaneous, intra-abdominal haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, rash, migraine, headache, nausea, dysmenorrhoea, the last episode of dyspareunia, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, asthenia, somnolence, pain in extremity, fallopian tube cyst and menstruation delayed outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, asthenia, back pain, cystitis, dysmenorrhoea, fallopian tube cyst, fatigue, gastrointestinal disorder, headache, intra-abdominal haemorrhage, menorrhagia, menstruation delayed, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, rash, somnolence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure (ess205). The reporter commented: four coils were left outside of the ostia in the right tube and then five coils were left in the left tube. Plaintiff claimed that she had menstruation delayed, she took a pregnancy test and it came out negative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: essure coils in place; total bilateral occlusion.. Concerning the injuries reported in this case, the following once were confirmed in patients medical record: dysmenorrhea. Concerning the injuries reported in this case, the following one/ones was/were reported via social media:  asthenia, somnolence, pain in extremity, fallopian tube cyst, menstruation delayed quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: social media report received - events- "no energy, always sleepy, leg pain, I had cysts on both fallopian tubes, it's been 6 days and no period added. New reporters added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal cramping") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, intra-abdominal haemorrhage and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure coils in place; fallopian tubes occluded . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal cramping") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, intra-abdominal haemorrhage and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure coils in place; fallopian tubes occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.